Manufacturer narrative:
The device was returned and evaluated, and the investigation for the reported low pump flow has been completed. The reported low pump flow was unable to be reproduced. The low pump flow was most likely due to poor patient condition. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, the device immediately developed low flows and suction. The device was replaced with a second pump, which also had low flows, so an echocardiogram was performed and showed a compressed left ventricle and hypovolemia. Medical safety review of the event for the patient's demise noted use of the impella device cannot conclusively be associated with the [death] outcome. The patient's peri-procedural condition was critical.